Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The footswitch battery was replaced on one footswitch and resynced the other footswitch, to address the issues. The system was tested and found to meet product specifications. The products met specifications at the time of release. The root cause of the reported event was attributed to incorrect information on battery storage life. An internal investigation was opened to address the battery storage issue. (B)(4).

Event description:
A customer reported that the system footswitch stopped working during several surgeries. The footswitch was changed but the event was not resolved, so for this surgery the surgeon exchanged the system to complete the procedure and stopped using that footswitch. Currently alternative surgical techniques are being used at the facility. There was no patient harm, only an higher risk of infections in surgeon´s opinion. Additional information has been requested but not received to date. This is one of two reports being filled for this event. This report is for the patient with known surgery date.

Event description:
Corrected information was received. The footswitch was exchanged on (B)(6) 2015 but the event was not resolved. The footswitch was not exchanged during the day of the event.

Manufacturer narrative:
(B)(4).